Event description:
Information received by medtronic indicated that the insulin pump had damaged battery compartment. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). S/w ver. Unknown. Retainer ring = black. On (B)(6) 2021 the customer reported physical damage on the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery compartment side. After battery installation, the unit gave an unexpected flashing medtronic logo / blank display followed by an unexpected intermittent beep alarm. Unable to perform the displacement test due to the display anomaly. After visual inspection, there is corrosion in/around the following: battery compartment, battery board, keypad flex cable terminal; pcba1--j7, j1, j2, u1, u2, components located at the top of the back side of the board, back of the lcd screen; pcba2--j1, lcd flex cable terminal. After inserting pcba1 into a known good pcba1, the flashing medtronic logo / blank display reappeared after battery installation. In summary, the customer's report of physical damage on the battery compartment was confirmed during visual inspection. The flashing medtronic logo / blank display is due to a combination of pcba2 and the moisture damage on pcba1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.